Manufacturer narrative:
No sample or photo/video received for investigation. Without the return of the sample or photo/video and investigation can not be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event occurred during the evening shift and involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer. The customer reported that the infusion line with this filter caused blood return, and also caused the peripherally inserted central catheters (piccs) to be blocked and unusable. This issue required re-insertion of an i.v. Catheter to provide fluids and nutrition to the patient. There was no harm to the patient.